Manufacturer narrative:
Steris requested additional information from the user facility regarding the reported event. The user facility reported that the burn occurred between the employee's glove and short sleeve. The rapicide high level disinfectant and sterilant safety data sheet states, "causes skin irritation... Handle and open container with care.... Hand protection: wear chemically resistant protective gloves. Skin and body protection: wear suitable protective clothing." Rapicide high level disinfectant is bottled with a vented lid to allow ventilation. The following language is from the rapicide pa label, "store upright in shipping carton. Store locked up in original tightly, closed container - never tamper with vent." The DHR and retain samples were reviewed and no abnormalities were noted. There have been no other complaints with this lot. The user facility did not respond to requests regarding whether the product had been used or discarded. The user facility received replacement product. No additional issues have been reported.

Manufacturer narrative:
Steris requested additional information from the customer about the reported event. The user facility reported that the burn occurred between the employee's glove and short sleeve. No medical treatment was sought or administered and the employees continued working. The rapicide high level disinfectant and sterilant safety data sheet states, "causes skin irritation... Handle and open container with care.... Hand protection: wear chemically resistant protective gloves. Skin and body protection: wear suitable protective clothing." Our investigation into the reported issue is still in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that employees obtained burns on their hands while handling bottles of rapicide pa high level disinfectant.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification. The model/catalog number subject of the event is not marketed in the united states; therefore, it is not in gudid.